Event description:
The vns computer and flashcard were returned for product analysis. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported screen freezing allegation was not verified. The flashcard and software performed according to specifications. The screen freezing event was unable to be recreated.

Event description:
All attempts to the reporter for return of the vns computer and flashcard have been unsuccessful to date.

Event description:
It was reported by the site, that their programming system handheld was constantly freezing. They have attempted troubleshooting steps in the past including resetting the device. Despite these steps, the handheld continues to freeze. Attempts for return of the handheld and flashcard are in progress.